Event description:
Boston scientific received information that during a competitive changeout procedure, the defibrillation threshold (dft) test of 21 joules was not successful with this device, an external shock was used. The programmer then displayed a system default warning code indicating a shorted high voltage shock lead. The device was not implanted and the non boston scientific right ventricular (rv) lead was removed. A new device and rv lead were successfully implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified no anomalies on the device case. Review of device memory found a shorted lead fault was recorded on (B)(6) 2012 after a 21 joule shock was attempted. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the 21 joule shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. The fuse in a defibrillator works in a similar manner to a fuse in a household circuit box; it is a safety switch that breaks (intentionally) if current becomes too strong. If something is not otherwise done to stop electricity from flowing, the high current caused by a lead short circuit will cause significant collateral damage. In the case of defibrillators, the fuse was added to prevent shock-level energy from further damaging internal device circuitry, so that brady pacing (and anti-tachycardia pacing) will still be available even if shock support is lost. The fuse also protects device memory (particularly diagnostic test results), thus device history is preserved for physician and laboratory review.